Manufacturer narrative:
Correction: the patient did not loose osseointegration as previously reported; the patient underwent a procedure to place a new abutment. This report is filed on july 10, 2015. The implanted device remains.

Manufacturer narrative:
(B)(4). The device is unavailable for analysis.

Event description:
Per the clinic, the patient experienced a loss of osseointegration (B)(6) 2015 resulting if fixture loss.